Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, since the product was not returned, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device presented a b30 error code. The issue was found during an esophagogastroduodenoscopy, that was completed with an olympus back-up device. There were no reports of patient harm.